Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that the abutment screw (iunihg) was loosened. It was also reported that the doctor was able to retighten screw.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium screws, it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.